Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware that a loss of connection occurred. The transmitter was provided for evaluation and passed external visual inspection. Voltage testing, bluetooth pairing and functional testing were also performed and the device passed. The data log was reviewed and a loss of connection was found within the investigation window. The reported issue of loss of connection was confirmed. A root cause could not be determined.